Event description:
The electrical surgical unit's foot pedal would not work "appropriately". The yellow cut/blend pedal would coag, but not very well. The blue coag pedal would not work at all. Equipment was changed out and new equipment in place worked appropriately. There was no patient injury. Equipment was pulled from service and the facility's biomed staff determined the pigtail converter was the issue for some unknown reason. This equipment will be repaired by the manufacturer as the facility biomed only performs electrical testing on this equipment.